Event description:
Literature article described the 22 cases regarding pts who underwent the implantation of intraocular lens (iol) for cataract surgery. Each intervention was complicated by uveitis and posterior capsular opacification (after cataract) occurred after surgery. Due to this adverse event, all pts underwent posterior capsulotomy performed by means of laser nd-yag. This case regards a pt with a history of juvenile rheumatoid arthritis, who in 94 underwent a cataract surgery, and iol (ceeon model #812 c)was implanted. On an unknown date the pt developed posterior capsular opacification (after-cataract) and on an unknwon date they underwent posterior capsulotomy performed by means of laser nd-yag. At the time of the report the outcome of the event was unknown. The event was considered as serious/intervention required by co's physician.